Event description:
Customer reported device = h1. Customer self treated with insulin. Customer went to the hospital and their device = 120 mg/dl and lab = 50 mg/dl. Customer was treated with orange juice and breakfast. No controls used. Strips stored outside of original storage vial container which is not recommended. A request was made for return product and replacement product was sent.